Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the marker lumen functioned as expected based on returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen obstruction appears to be related to the under insertion of the device. Based on the information reviewed, there is no indication a product quality issue. D10, h3: the device was subsequently returned for evaluation h6: method code 4114 removed, result code 3221 removed, conclusion code 67 removed.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the marker lumen was flushed before use. After insertion in the anatomy, there was no blood flow coming from the marker lumen. The marker was washed and introduced in the anatomy again and there were no changes. The device was moved slightly inside the artery to see if the marker door was obstructed, unsuccessfully. The device was exchanged for another proglide without issue. After two proglide devices were successfully pre-placed, the sheath was upsized to a 20f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequent to the previously filed report, additional information was received stating that the smallest sheath size used was a 6.5f, not a 5f as initially reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported marker lumen obstruction of flow could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. The device was initially reported as returning, but was unable to be retrieved.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the marker lumen was flushed before use. After insertion in the anatomy, there was no blood flow coming from the marker lumen. The marker was washed and introduced in the anatomy again and there were no changes. The device was moved slightly inside the artery to see if the marker door was obstructed, unsuccessfully. The device was exchanged for another proglide without issue. After two proglide devices were successfully pre-placed, the sheath was upsized to a 20f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.